Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "periprosthetic stress fractures at the sleeve/stem junction of the sivash-range of motion modular femoral stem" written by turlough m.p. O'donnell, mb, bch, frcsi, frcs (orth and trauma), wui k. Chung, mb, bs, fracs(orth), and michael j. Neil, mb, bs, fracs(orth), frcsed(orth), faortha published by the journal of arthroplasty vol. 26 no. 4 2011 accepted by publisher 17 april 2010 was reviewed. The article's purpose: "the purposes of this report were to describe a previously unreported clinical condition, describe the patient and implant characteristics of those with fractures, assess for any correlation that might indicate those at risk, hypothesize as to the possible cause, and describe the natural history and recommend a treatment protocol." Data was compiled from 13 patients average age of 55.3 years receiving implants between february 1993 to june 2009. The article provides a table with age on page 634 but not gender and does not identify the specific adverse events experienced for each patient. The article does not provide adequate information or patient identifiers to capture each patient individually. Depuy products utilized: s-rom stem and sleeve. Adverse events: pain, stress shielding, stress facture at sleeve/stem junction (treated with anti-inflammatory medication and analgesics, physiotherapy and partial weight bearing for 6 weeks - healed without re-occurrence for 10 patients), stress fracture re-occurrence (treated with revision and replacemnt of srom stem with solution stem - 1 and treated with 2nd round of non-surgical management - 2). The article provides adequate information to determine accurate quantities of impacted problems and the adverse events associated.